Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown drug at an unknown concentration and dose. It was reported the pump was flipped and unable to access. The physician was unable to fill the pump, so the patient would require surgical intervention. It was reported event occurred in (B)(6) 2017. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. The representative was not sure at that time what diagnostics were done. The patient was undergoing a revision of the pump pocket. Surgical intervention was scheduled for (B)(6) 2017. The issue was not resolve at the time of the report. The patient weight was unknown. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.